Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient reported they had lost their programmer in november and then found it. The patient noted that in the meantime their stimulation had stopped because they did not charge. It was noted that the patient could not troubleshoot with the programmer alone and their family member could not do it either. The patient was not sure the status of the programmer or charger ¿at this point.¿ the patient reported they were going to contact their healthcare professional (hcp) and see if they could assist as well as calling the hcp¿s on the ¿website.¿ the patient was not sure if the battery was dead or not. The patient also had shoulder surgery and it had been hard to do anything. The patient was redirected to the healthcare professional (hcp). Additional information received reported that the patient was implanted in (B)(6) 2013 and only charged the ¿first few weeks¿, stopped charging and ¿lost track of everything¿ due to their move to a different state. The patient stated that during the move they had the charger but not the part that they ¿carried around.¿ then, the patient¿s family member arrived and brought it and since then had not been able to connect to the implantable neurostimulator (ins). The patient stated their battery was dead now and needed somebody to reprogram them. The patient stated that they ¿lost all knowledge what to do.¿ the patient stated they stopped feeling stimulation three weeks prior to report and was in pain. The patient stated that ¿the pain had already been there. Now it was so bad that [the patient] almost needed a walker in their house.¿ it was noted that nobody had checked the equipment yet. The manufacturer representative offered to assist patient with use of the external equipment but the patient refused stating that because the ins was in their back they were not able to reach it. The patient stated they had shoulder surgery and were not able to reach back there. The patient also stated they did not understand how to use the patient programmer at all. The patient refused instruction on patient programmer use. The patient stated they would try to see an hcp at the hospital in their new state. The patient noted that it was a ¿hassle.¿ the patient was concerned it would take one or two weeks before they would be able to get an appointment. Additional information received reported there was a communication problem and an implantable neurostimulator (ins) overdischarge was suspected. It was noted the patient had been having trouble with charging since implant. The last successful charging session was in november/december. The last time stimulation was felt was approximately november/december. It was noted the first 60 minutes of the physician mode recharge did not pull the patient out of overdischarge. Additional information received reported overdischarge was confirmed and was due to patient compliance. It was noted the patient stopped using the device as they could not reach the battery right to use to patient programmer (pp) or recharger due to a bad shoulder. It was noted a revision to move the battery to a better location was being planned. A power on reset (por) was performed and the patient was retrained. A plan was developed to facilitate use and charging until the revision can be accomplished.